Event description:
Air was injected into a pt during a standard stenting procedure in the pt's right coronary artery. According to the user, the pt exhibited bradycardia, hypotension, nausea, and EKG changes but was stabilized in the cardiac cath lab.